Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative investigated the reported issue. The representative assisted the site in performing the re-calibration of motion and resolved the reported issue. No recurrences of the reported issue have been reported since the resolution.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not complete motion entirely. The representative stated that the reported issue occurred after re-homing the imaging system. No additional information was provided. There was no patient present when this issue was identified.